Event description:
It was reported by the hospital that the right ventricular (rv) lead was sensing noise which caused episodes of noise reversion on the patient's pacemaker. The rv lead was capped and replaced on (B)(6) 2022.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the noise was found when the patient presented to the clinic for a follow up on (B)(6) 2022. The patient's condition was stable throughout the event.